Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received two shocks while bending over and contacted boston scientific technical services (ts) for review. The patient was referred back to their monitoring healthcare facility for assessment. Recently, it was confirmed that these shocks were inappropriately delivered due to over-sensed artifacts and myopotential noise. Ts was contacted again, who discussed that the noisy signals have been present since (B)(6) 2025 and that the system placement should be evaluated, as the shock impedance measurements have been in-range, but noticeably variable. Extensive troubleshooting options were also provided to assess the viability of all three sensing vectors, such as via provocative maneuvers and isometrics. The physician indicated that the noise was likely the result of the concomitantly implanted left ventricular assistance device (lvad), and this was reproducible in both primary and secondary sensing vectors. The device was reprogrammed to the alternate sensing vector and ts is awaiting updated data to confirm appropriate function in this vector. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.